Event description:
On (B)(6) 2020, a patient in japan underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced a fungal skin infection around the stoma site for which oral antibiotics were prescribed. The infection resolved on (B)(6) 2021. The patient subsequently experienced two additional fungal infections on (B)(6) 2021 to (B)(6) 2021 and (B)(6) 2021 to (B)(6) 2021. There was no reported treatment for the second and third infections.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.